Event description:
Dealer states left brake is broken. Seat is cracked. States he does not have any other information on the seat, as it is in a facility and he was not provided with any other information.